Event description:
During an atrial fibrillation procedure, the tip of the catheter fractured during insertion into the patient. The device was removed and inspected, confirming that no parts had come off in the body. The catheter was replaced the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of fractured tips on viewflex catheters.